Event description:
Per the clinic, the patient experienced a performance decrement with device use, and the issue could not be resolved. The device was explanted on (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
Correction: the correct serial number is (B)(4); and not (B)(4) as previously reported. This report is filed (B)(4) 2012.